Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: ni. Event description: account manager states this is one (1) of five (5) instances of the below occurring at this particular hospital (same malfunction each time). One was previously reported, so an additional four are being created for five (5) total. Surgeon went to squeeze the clip applier and nothing came out. States clip never loaded. Surgeon states he did not pre-load a clip, either. Additional information provided by [name] on 17jul2025 via email: I do have additional information. On 6/25, lot# 1547719 also did not fire (out of the packaging no clips would fire). Customer was able to find the lot # info. Luckily, someone documented it. He could not find any other documentation. Applied medical 5mm and 12mm trocars are in every case. Feedback was the handle squeeze felt the same, but no clips would fire. Intervention: ni, patient status: no patient injury,

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. Event description: account manager states this is one (1) of five (5) instances of the below occurring at this particular hospital (same malfunction each time). One was previously reported, so an additional four are being created for five (5) total. Surgeon went to squeeze the clip applier and nothing came out. States clip never loaded. Surgeon states he did not pre-load a clip, either. Additional information provided by [name] on 17jul2025 via email: I do have additional information. On 6/25, lot#: 1547719 also did not fire (out of the packaging no clips would fire). Customer was able to find the lot# info. Luckily, someone documented it. He could not find any other documentation. Applied medical 5mm and 12mm trocars are in every case. Feedback was the handle squeeze felt the same, but no clips would fire. Intervention: ni. Patient status: no patient injury.